Event description:
It was reported that during a da vinci s myomectomy procedure, some of the rubber from the permanent cautery hook instrument was observed floating around in the patient's abdomen. All of the rubber that could be retrieved was and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal clevis ear was broken off of the instrument. No other damage was found.